Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer met with her health care professional, and reportedly pump is delivering as expected. Customer stated her blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.